Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported "pain." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified; underweight, broken shell and missing shell (50-75%) and brown particles in the shell. A visual and microscopic analysis was performed which identified; sharp broken shell on posterior and a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening; missing shell assessed as inconclusive additional, changed, and/or corrected data: b.5., d.6., d.7., d.10., g.3., h.3., h.6.